Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty to close the foot was not confirmed based on return device condition and the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral vein was attempted with a prostyle device using the pre-close technique via an 8f sheath hole prior to an interventional left atrial appendage procedure with an amulet. Reportedly, the footplate would not fully close. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 14f and the left atrial appendage procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.